Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer reported having a problem with the up arrow as it does not respond at all. The blood glucose reading was 135 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response from the up arrow button due to corroded keypad traces. The insulin pump had minor scratches on the display window, a broken belt clip slot and a cracked reservoir tube lip.